Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). On july 31, 2018, it was reported that during a skin graft procedure the nurse preparing the dermatome for the surgeon placed the blade upside down in the dermatome and then secured the guard before handing the device off to the surgeon. The surgeon started to take the skin graft and the dermatome cut too deep. The customer did not return an electric dermatome device, serial number unknown, for evaluation. The device history record (DHR) review was unable to be performed as the device serial number is unknown. The customer did not provide a serial number during follow up. The repair history review was unable to be performed as the device serial number is unknown. The customer did not provide a serial number during follow up. Product review of the electric dermatome was unable to be performed as the device was not returned for evaluation. Repair of the electric dermatome was not performed by zimmer biomet surgical as the device was not returned for repair. The reported event was non-verifiable as the device was not returned for evaluation or repair. However, it was clearly stated in the reported event that the blade in the dermatome was incorrectly mounted for use. The root cause of the reported event could be specifically determined and is most likely related to an issue with the customer incorrectly mounting the blade for use. In the reported event it was stated that the nurse preparing the dermatome for the surgeon placed the blade upside down in the dermatome. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). Initial reporter's phone #: (B)(6). The customer has indicated that the device won¿t be returning at this time. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned.

Event description:
It was reported that during skin graft procedure nurse preparing dermatome for surgeon placed the blade upside down in the dermatome then secured the guard before handing off to the surgeon. Surgeon started to take skin graft and the dematome cut too deep. Skin graft was sutured. Follow up indicates the original graft was not completely removed and the partial graft was sutured before removal. A new blade was inserted correctly and an additional graft was harvested . There was a minimal 5 minute delay.